Event description:
A pt was injected on (B)(6) with 1.5 cc to cheeks. Pt came back week later and requested more volume. Injected cheeks, temples and nlf's at that time. Chlorhexidine was used to cleanse the skin pre treatment. No blanching noted at all. On (B)(6) 2013, the pt was seen for follow up and presented with necrosis. The pt sent photos to several people one of whom was an infectious disease physician who told her she had (B)(6) and started her on oral sulfa and topical bactroban per photos. She also sought the opinion of another md (dr. Arndt) who immediately identified this as vascular compromise and told her she had tissue necrosis. Pt came back to dr. (B)(6) who prescribed saline soaks, gentle debridement and advised continuing only the keflex. Pt is resolving.

Manufacturer narrative:
The device history records for the reported lot were reviewed. All required testing specifications were met prior to release, there were no abnormalities noted.